Manufacturer narrative:
The sample associated to this report is expected to be returned.

Event description:
Customer states during use on a pt at hospital, the doctor attempted to remove the tube and the cuff could not be inflated. Caller confirmed this was discovered during routine extubation of the device. Caller confirmed no pt harm and pre-test was performed. No further details surrounding the circumstances of this report.